Manufacturer narrative:
(B)(6) 2016 10:05 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no nonconformance recorded in the lot history which would be considered related to the reported event¿ if there was something unrelated. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to come out of the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history which would be considered related to the reported event.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to come out of the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.